Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to instability.

Manufacturer narrative:
Evaluation noted that the reason for the revision reported was not provided but was likely the result of joint instability. There is no indication that the instability was directly related to the mcs components.